Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 455mg/dl. Customer also reported getting insulin flow block alarm and flashing white display. Customer treated high blood glucose with manual injection and declined to troubleshoot for high blood glucose. Customer was unable to troubleshoot for insulin flow block alarm and sensor issues due to flashing screen. The insulin pump will be returned for analysis. The sensor, reservoir, and infusion set are not expected to return.